Event description:
On 11/30/04, the pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high and inaccurately erratic. She obtained results of 500 "something" and 100 "something" within 10 minutes of each other on the reported meter while experiencing no symptoms of high or low blood glucose level. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. She also obtained a result of 269mg/dl on the reported meter while experiencing no symptoms of high or low blood glucose level; the time difference between this reading and the two above was not provided. She took no action to affect her blood glucose level following use of the meter. Due to the high meter readings, she went to see her physician in 2004. A hba1c test was done and her physician told her the result was "normal". The customer care rep (ccr) could not walk the pt through a control solution test, as the control solution was expired. Based on the info provided by the pt, there is no indication that she experienced injury or medical intervention due to the meter. The event meets the criteria for a medical device reportable as a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If the meter or strips are returned, lifescan will eval it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.